Manufacturer narrative:
(B)(4). Batch # m53036. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Wasn't aware of it but surgeon already familiar with the device. What confirmation was received that the device was fully fired? Crunch sound been heard. Did the device staple? Yes. Were there any staples missing from the staple line? Unknown. What was the shape of the deployed staples (b-formation, irregular, legs straight)? Unknown. How was the procedure completed? Inspected staple line and there is no leakage, surgeon proceeded next step the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open ultra low anterior resection procedure, found out that the suture hadn't been cut off after firing. The doctor told that this is the first time he encountered this. Previously, the suture was able to cut off after firing. The surgeon complained that the knife is not as sharp as previous and find difficulty to fire. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.